Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted on: (B)(6) 2012, product ID: etlw1613c156e stent graft, implanted on: (B)(6) 2016, product ID: etew1313c82e stent g raft, implanted on: (B)(6) 2016, and product ID: etbf2313c166e stent graft, implanted on: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) system was extracted due to an infection. No further patient complications have been reported as a result of this event.